Manufacturer narrative:
The glidescope rigid stylet was returned for evaluation. A verathon technical service representative evaluated the returned stylet where they confirmed the reported damage. It was found that there was a square piece of plastic missing on the handle. Since there are no repairs available for this device, the stylet was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The customer later advised that they had misplaced the glidescope reusable stylet and that it would be returned if found. Pictures of the stylet were provided and evaluated by a verathon complaints specialist. The evaluation determined that the device involved in the incident was an older model stylet which has not been manufactured since 2009, indicating that the customer's stylet is at least 9 years old. Since the stylet was not returned for further evaluation, the exact cause could not be determined. However, based on the last manufacture date of this design and estimated stylet usage, it is likely that the stylet exceeded the approved number of sterilization cycles as indicated in the IFU. Should the device be returned, a supplemental report will be submitted in accordance with 21 cfr 803.56 with the additional information.

Event description:
The customer reported that a piece of their glidescope reusable stylet had broken off during a patient procedure. No delay in the procedure, use of a backup device, or harm to patient or user reported.